Event description:
It was reported that this right ventricular (rv) lead was capped and a new lead was implanted, due to high pacing thresholds measurements. No additional adverse patient effects were reported.